Event description:
During a pta in the iliac area, the bard catheter could not be removed form the used arrow sheath. The pta catheter was inflated and deflated after this but it was not possible to remove it from the sheath so that the pta catheter had to be removed with the sheath. The introduction into the sheath prior to the intervention went without any problems.